Event description:
It was reported that during the use of the device for a non-clinical activity, the user facility's biomedical engineer (biomed) replaced the heater and gasket in the cooler heater unit. When the biomed was testing the unit, it still was overheating over fifty-five degrees celsius. There was no patient involvement.

Manufacturer narrative:
User facility's repair technician is ordering a temperature probe (thermostat assembly) and will make repairs himself.